Event description:
A wilson-cook zilver expandable metal biliary stent (unk size) was placed in the pt's biliary duct. During 6 month follow-up examination, the physician indicated that the stent had broken. It is unk whehter any part of the stent detached. No additional info was provided by the reporter. No injury to the pt was reported.